Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the implantable neurostimulator (ins) reached end of service (eos) so it was off and no longer providing therapy. It was also stated that the eos message was discovered when the patient attempted to increase the stimulation due to a sudden return of tremors and the patient "flopping like a fish". It was confirmed that there was no allegation/dissatisfaction regarding the ins's longevity. It was then stated that the patient's husband told the hcp that the device should last 4-6 years; the device has been implanted for just over 2 years. The hcp then reported that the plan was keeping the patient in the hospital over night to monitor and adjust her medications to better tremor control until they can find a surgeon to replace the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.